Event description:
It was reported to philips that the ac module for the unit was emitting a humming noise. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a deteriorating ac module. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the ac module. Per guidance of fco86100201a, the ac module was replaced to return the device to working condition. The device remains at the customer site. No further investigation or action is warranted.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the ac module for the unit was making a humming noise. There was no patient involvement.

Event description:
It was reported to philips that the ac module for the unit was making a humming noise. There was no patient involvement.